Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedances on the right atrial (ra) lead, measuring greater than 2000 ohms. The patient reported they experienced a shock from the device. The patient's device is a pacemaker and shock therapy is not available. In addition, there were no events stored in the device that correlated to the shock. The physician will continue to monitor the patient and the device. This pacemaker and ra lead remain in service. No adverse patient effects were reported.